Event description:
The rn arrived to room and two child life workers were with pt. At the bedside. Child life stated something was leaking from the tube on the pt's back. The onesie was taken off and the gastrostomy/jejunostomy (gj) tube was found to be out of the pt. Balloon on gj tube was found to be completely empty. Rn replaced gj with a foley and inflated the balloon. Md was paged. Pediatric surgical md replaced the foley with a temporary gastrostomy tube (gt). The plan was for the pt to go to or tomorrow. Rn performed a full assessment and the gj tube care was performed in the afterneoon. At that time the gj was in place. The pt. Was then taken to child life and pt. Returned with gj tube out 45 minutes later. Md called pt's mom to update her on the situation.